Event description:
The following information was forwarded to the company. In 2001, patient received the device. Subsequently, in the next month a thrombus was detected. Angiojet a few weeks later showed that the left side thrombus had improved but the right atrial thrombus was still intact.